Manufacturer narrative:
H10.h3, h6: the device reported, used in treatment, was returned for evaluation. A relationship between the device and reported incident was established. A review of manufacturing records for the reported lot number 2048575 found non-conformances or anomalies during manufacturing process related to the reported event. A complaint history review has found related failures. A review of the product/print specifications found material discrepancy used during manufacturing. A visual inspection was performed and found a damaged needle. The complaint is confirmed. The factor related to the design or manufacture of the device that lead to the failure reported include, but are not limited to: (1) supplier related issue - failed to provide material that meet specification. The failure is being assessed for recommended actions and further evaluation regarding supplier controls are currently in progress. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during a hip arthroscopy surgery the needle tip was faulty. No patient injuries reported. Back-up device was available to complete the surgery. Unknown if there was a delay of the surgery. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.